Event description:
Related manufacturer report number: 3006705815-2022-00016. It was reported that the patient was experiencing loss of therapy due to both of their leads having migrated. As a result, the leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.